Event description:
Voluntary medwatch received states during procedure, right ventricle leadless pacemaker (rvlp) could not be deployed successfully. The rvlp was ultimately not used. Patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5171805. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.